Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the orange insulation peeling off when the scissors tip cover accessory was removed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a pad printing, measuring approximately .494 x .114 was missing on the instrument tube extension. The cause of the pad printing damage was likely due to improper cleaning. There was no other damage found. The reprocessing instructions under cleaning, disinfection and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's tube extension found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.